Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however the clip failed to reopen but eventually, after several attempts the clip had deployed and was released from the catheter. The procedure was completed with the same resolution clip device. No patient complications resulted from this event. The patient's condition following the procedure was reported to be okay.

Manufacturer narrative:
(B)(4) for the reported event of clip difficult to release from catheter. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.